Manufacturer narrative:
An event of trivial paravalular leak was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the valve was at an optimal depth, and that post-dilation was completed to treat the leak. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 25mm navitor valve was selected for implant using a small flexnav delivery system. It was noted during procedure that at 80% deployment of the navitor valve, the small flexnav delivery system deployment lock button failed to come up and no clicking was heard. The valve was at a depth of 5mm on the left coronary cusp and 4mm on the non coronary cusp. The 25mm navitor valve had been loaded into the delivery system as expected without issues. The navitor valve was fully deployed and no recapture was performed. The flexnav delivery system was taken out of the patient without complication. The macro buttons functioned as intended to recapture the radiopaque tip and close the system in the descending aorta. The flexnav delivery system was examined on the table by replicating a faux valve loading, however, the deployment lock button still did not come up. It was noted that the button was not covered by hands or fingers during deployment of the navitor valve. The stability layer flush port was noted as being in the 3 o'clock position to ascertain commissural alignment. The small flexnav delivery system was not mishandled or damaged at any point during device preparation. There was a trivial perivalvular leak (pvl) present around the navitor valve and the patient had single digit pressure gradient. Both the trivial pvl and low pressure gradient were considered acceptable, but a post-implant dilatation was performed to treat the trivia pvl. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects reported. The patient was discharged at the time of report.